Event description:
Aerogen 60ml syringes are utilized for continuous nebulization of epoprostenol. We have reports from our pharmacy and rt colleagues that these syringes are leaking. It has been noted that the seal around the plunger is compromised and there is the presence of fluid passing the membrane. In addition, our pharmacy technicians have reported "weakened" plungers when filling the syringes. The manufacturer has been contacted and requested the impacted product to be returned. Impacted lot #s identified: hm20110 and hm21009. Reference report: mw5152947.